Event description:
Received notice of litigation filed against a competitor manufacturer and ees. Pleading alleges patient underwent a right single lung transplant for treatment of chronic lung disease and ¿during surgery, a surgical staple gun, which was being used to divided the pulmonary artery and pulmonary vein, misfired, tearing the pulmonary vein.¿ pleading further alleges they are ¿informed and believe and allege that said staple gun, was an endo gia.¿ pleading further states it was necessary to place the patient on cardiopulmonary by-pass equipment and that the phrenic nerve was irreparably damaged, destroying enervation to the diaphragm and rendering the patient unable to breathe on his own. Pleading also states the patient was on life support and in and out of ICU until the date of his death on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2017. Additional information received from the hospital that illustrates the atw35 endocutter was utilized during surgery.